Event description:
The 3.5x8 cypher was flushed during prep. After connecting to the inflation device, the physician recognized that the hub was broken. The prod was not clinically used and will be returned for analysis.

Manufacturer narrative:
This device is distributed outside the us; however, it is similar to the us product. The prod was returned for analysis. Add'l info will be submitted within 30 days upon receipt.